Event description:
The co is promoting products as not needing 510k applications, when in fact they do. Gowns do not have 510k applications and masks are not up to specs. The co is telling clients that the product meet osha standards.